Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to the fractured lead. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.